Event description:
It was observed that during the device evaluation, the camera head exhibited poor water-tightness of the cable unit, causing water tightness to be lost. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation found that due to poor water-tightness of cable unit, water tightness was lost. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.